Event description:
It was reported that this pacemaker was found to be in safety mode. This device was recommended to be replace. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device was recommended to be replace. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of device displays error message. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the device displays error message was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the device displays error message.